Manufacturer narrative:
Analysis was able to confirm the reported stylus alignment issue and the broken power cord bay door. It was also noted that the media bay door was missing and the personal computer card (pcmcia) eject lever was broken. The connector between the printed circuit board (pcb) and the overlay was cleaned and re-seated to address the stylus alignment issue. All damaged and missing components were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate, and the power cord bay door clips were broken. The programmer was returned for service. There was no patient involvement.